Event description:
Procedure: lap chole. According to the report: the bag tore away from metal ring with very little or no effort. Surgeon was unable to place specimen in bag due to its tearing away from metal ring before specimen could be deposited into bag. Applied another device. There was no report of patient injury, unanticipated blood/tissue loss, or extended or time.

Manufacturer narrative:
(B)(4). (B)(4).